Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, section d6b: if explanted, give date: not applicable. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens (iol) had a loading issue and had bent haptic. The procedure was completed successfully using the same model and diopter backup lens. Additional information revealed that there was no use error, which led to the event that I am aware of. The surgical tech, upon preparing the lens, noticed that the trailing haptic was bent, so she asked for a second lens that was loaded with no errors. The product is not available for retune. No further information was provided.